Event description:
Co was notified that an investigation was being conducted because co's bronchoscope may have transmitted several cases of tb. The dr. Recommended that co contacted the infected control supervisor. When the hosp. Infection control supervisor was contacted, she reported that on 1/23/97, ten pts cultured positive for acid fast bacillus. She reported that pt specimen cultures were taken through the scopes during procedures. In addition, an investigation of bronchoscope inventory revealed that three co's bronchofiberscopes had the same type of positive cultures. The three scopes were cultured by aspirating sterile saline solution through the scope. All three scopes were removed from service, gas sterilized and returned to service on 1/23/97.